Manufacturer narrative:
The reported contact force issue was confirmed. The catheter did not display contact force when connected to the tactisys quartz unit. In addition, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to inadequate adhesive bonding as well as an adhesive failure at the shaft/tip electrode transition, consistent with fluid ingress, a loss of force data during the procedure, and the short circuits observed. Log files indicated signal loss on optical fiber 2.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.